Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: unable to test due to the brake handle being broken. Visual damage to the shipping box. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: unable to test due to the brake handle being broken. Visual damage to the shipping box. Dealer states that he received 3 fault codes a 10,14, and 18 and the end user states that when he is going up his ramp in the chair the right motor will fail and cause the chair to spin around.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that he received 3 fault codes a 10,14, and 18 and the end user states that when he is going up his ramp in the chair the right motor will fail and cause the chair to spin around.